Manufacturer narrative:
The suspect pendant was returned to the manufacturer for analysis. Testing found that a slight dent was found in the connector that did not affect the use of the device. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that to enable the door open button you needed to press slightly off center on the button for the door to open. Replaced pendant and tested. Issue resolved. The replaced pendant has not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system door open button was not functioning correctly. It was reported that when the door open button was pressed, the door did not always open as expected. There was no patient present when this issue was identified.